Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was due to damage on body control unit chain, wear of angle wire, bending angle in up, down, right and left direction is out of the standard value, play of up, down, right and left knob is out of the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported cables slack on the wheel during a colonoscopy procedure involving a colonovideoscope. There was no patient injury reported.